Event description:
It was reported that during a device change out procedure this pacemaker initially was appropriately capturing but then shortly after the right atrial (ra) lead and right ventricular (rv) lead was connected to the device and failure to capture was observed on the rv lead. Additionally, the rv pacing lead impedances (pli) were greater than 3000 ohms. Technical services was consulted and requested a save to disk be performed. Disk analysis confirmed the rv lead exhibited high out of range pli during the manual impedance test. Subsequently, the physician opted to replace the device based on these observations. It was reported that while the physician was expanding the pocket for the pacemaker, 10 seconds of cardiac arrest was observed. It was also noted that the leads were already connected to the new device when this occurred. Therefore, the device pacing was switched to pacing system analyzer (psa) and successfully provided pacing support for the patient. Post operation confirmed normal pacing impedance and threshold measurements. The device will be sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure this pacemaker initially was appropriately capturing but then shortly after the right atrial (ra) lead and right ventricular (rv) lead was connected to the device and failure to capture was observed on the rv lead. Additionally, the rv pacing lead impedances (pli) were greater than 3000 ohms. Technical services was consulted and requested a save to disk be performed. Disk analysis confirmed the rv lead exhibited high out of range pli during the manual impedance test. Subsequently, the physician opted to replace the device based on these observations. It was reported that while the physician was expanding the pocket for the pacemaker, 10 seconds of cardiac arrest was observed. It was also noted that the leads were already connected to the new device when this occurred. Therefore, the device pacing was switched to pacing system analyzer (psa) and successfully provided pacing support for the patient. Post operation confirmed normal pacing impedance and threshold measurements. The device will be sent back for analysis. No additional adverse patient effects were reported.